Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated the patient's ventricle. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the patient implanted with the referenced right ventricular (rv) lead experienced pleuritic pain, and subsequent remote monitoring demonstrated loss of capture as well as a decrease in intrinsic rv amplitude and rv impedance measurements. Further testing and imaging confirmed that the lead had perforated the patient's ventricle and pericardium, which resulted in pericardial and pleural effusion. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.